Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the initial reporter states that the system, which has been used since, is working fine. There are no problems with the system. No other information was obtainable.

Manufacturer narrative:
Concomitant medical products: product ID: xom unk trivantage (xomed unknown trivantage), serial/lot #: unknown, ubd: unknown, UDI#: unknown. The devices have not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that interoperative, while the nim device was used with a trivantage endotracheal emg tube, the surgeon touched the thyroid, but there was no response. Requests for additional information have been made. There was no patient impact or injury.